Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper remained stuck in the bd vacutainer® cat (clot activator tube) plus blood collection tube during use after being decapped by a pre-analytical automate. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "stopper remains in tube after decapping when the tubes are decapped with an pre-analytical automate, the closure is removed, but the stopper remains in the tube. This happened twice with serum tubes from the same lot."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper remaining in he tube after decapping with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to stopper remaining in the tube after decapping was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the stopper remained stuck in the bd vacutainer® cat (clot activator tube) plus blood collection tube during use after being decapped by a pre-analytical automate. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "stopper remains in tube after decapping when the tubes are decapped with an pre-analytical automate, the closure is removed, but the stopper remains in the tube. This happened twice with serum tubes from the same lot."